Event description:
A report was received stating the patient was experiencing an increase in seizures. Information was received from the patient's neurologist that the increase in seizures was believed to be due to a decreased battery status. No additional or relevant information has been received to date.